Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sustained cracks and other physical damage to it. The customer stated that the battery compartment's top was cracked off, and there was nothing to screw into. She noted that the insulin pump had started chipping away about a month or two prior to the call. She reported that the entire outside casing of the insulin pump was missing about 0.5 inch off its side. The customer did not know the blood glucose reading. She stated that the damage had occurred when the device fell off her pants. She also observed scratches on the display screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window and reservoir tube cracked.